Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump motor is not running. No patient injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or missing upon receipt, the bottom case had contamination and the right plunger case was cracked. Error codes were found in the event history log (ehl). Occlusion tests were performed, and the customer reported issue was confirmed. The root cause is due to the stepper motor no longer operating as intended, which is attributed to customer use. The stepper motor was replaced to correct the issue and the worm coupling and gear were replaced as preventive measure. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year (device was last serviced in may 2017) and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 3500.